Event description:
It was reported that during an unknown procedure the surgeon started the firing process and noticed something wasn't right so he reversed the knife blade and opened the device. He noticed the staples did not look to have formed properly and so opened a new device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: was there an issue with firing? (Device was difficult to fire or would not fire). Yes. Device would not fire at all- didn't even go to a lock out position, staples started to deploy but knife blade did not move.. On what tissue type was the device used? At what location on the tissue? Lung- standard thickness green. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?no. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)1st. What color cartridge was being used?green. What other color cartridges were used before and after this event?none. Was buttressing material utilized? If so, which product?no. Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when?no. Were any of the forces higher or lower than expected (closing, firing, or opening)? Closed fine, just would not fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?yes. Was there any difficulty removing the device from the tissue?no. The device was received for analysis with no visual non-conformances and with an ecr45g cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.